Event description:
It was reported that the patient had an magnetic resonance image (MRI). The patient indicated after the MRI, that the implantable pulse generator (ipg) had a five percent depletion in battery status. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.